Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, drawings, device history record, manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The 510k status: exempt. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, once the ultrathane mac-loc locking loop multipurpose drainage catheter was inside the body with wire access and drain access to the kidney; the operator was unable to remove the plastic stiffener from the device. The issue occurred after the new device was placed over the wire during a ureteral stent with conduit exchange procedure. The issue has very nearly caused a complete loss of access, according to the reporter. Once the drain was advanced into the renal collecting system, the plastic stiffener cannot be backed out of the drain itself on account of a friction between the stiffener and the drain, and the drain begins to accordion back onto itself. The stiffener ultimately broke at the hub, and the assembly had to be removed entirely. A larger drain was placed. The device is reportedly unavailable for return and evaluation.